Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, the pacing lead impendence had gradually increased to upper out of range values. Re-testing of the left ventricular lead found normal measurements. Lead revision was recommended. The decision was to provide a merlin transmitter for patient monitoring. The patient condition is fine.